Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 16-feb-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007. The consumer reported that she had the springs implanted and on returning to hospital in 2008, she was advised that one of the springs was not in situ in her tubes and had migrated. She had surgery the very next week, and was told to be sterilized in the normal way. In the past few years she has felt unwell, suffered with incontinence, back, hip, and joint pains, headaches; she loses the sight in right eye at times, brain fog, confusion, sleeps day and night, depression, and severe anxiety, the list is endless. She reported she was not sure, but they (device) could be anywhere in her body. Follow-up received on 01-mar-2016 consumer reported that e check-up was complete 3 months later after insertion. She was informed that spring was missing from right tube, and then she was taken in 3 days later and sterilized with filchie clips. Now, she has 2 essure coils as it was missed on the scan at the check up and 2 filchie clips on each tube. Follow-up information received on 13-apr-2016 from consumer: the consumer stated she had a migrated coil in her fundus and the other coil in her ovary. She stated he was worried and that the damage essure have caused since 2008 (insertion date updated) had ruined her life. The doctor who implanted the coils did not have the batch number. She will be having a surgery in the following 8 weeks for removal of essure. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and months later was advised that one of the springs was not in situ in her tubes and had migrated. It was in her ovary (previously regarded as device migration was interpreted as device dislocation into abdominal cavity after follow up). She had surgery the very next week. She also mentioned she loses the sight in right eye at times. She has scheduled the removal of essure. These events are serious due to their medical importance. Device dislocation into abdominal cavity is a listed event in the reference safety information for essure, the other event is unlisted. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, essure insert was in ovary, implying a perforation. Although the exact date and mechanism of this event was not provided, given the nature of this event, causality with essure cannot be excluded. Loses the sight in right eye at times was assessed as unrelated to essure given its nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 11-jul-2016: no response received to additional request for further information. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed 13-jul-2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 682 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and months later was advised that one of the springs was not in situ in her tubes and had migrated.it was in her ovary (previously regarded as device migration was interpreted as device dislocation into abdominal cavity after follow up). She has scheduled the removal of essure. She also mentioned she loses the sight in right eye at times and had threatened stroke symptoms. These events are serious due to their medical importance. Device dislocation into abdominal cavity is a listed event in the reference safety information for essure, the other events are unlisted. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, essure insert was in ovary, implying a perforation. Although the exact date and mechanism of this event was not provided, given the nature of this event, causality with essure cannot be excluded. The other events were assessed as unrelated to essure given their nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal will be required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Follow up information received on 25-oct-2016: updated quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not necessarily indicative of a quality defect per se. Since no batch number was reported, a batch investigation and a review of similar ae case report are applicable. Follow-up from 01-nov-2016: despite attempts for follow-up, no further information received. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-oct-2016 for the following meddra preferred term: device dislocation: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and months later was advised that one of the springs was not in situ in her tubes and had migrated. It was in her ovary (previously regarded as device migration was interpreted as device dislocation into abdominal cavity after follow up). Around 8 years later, essure was removed by surgical salpingectomy. She also mentioned she loses the sight in right eye at times and had threatened stroke symptoms. Device dislocation into abdominal cavity is an anticipated event in the reference safety information for essure, the other events are unanticipated. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, essure insert was in ovary, implying a perforation. Although the exact date and mechanism of this event was not provided, given the nature of this event, causality with essure cannot be excluded. The other events were assessed as unrelated to essure given their nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the available information, product quality defect could not be confirmed. Since no batch number was reported, a batch investigation and a review of similar ae case report are applicable. Further information could not be obtained despite follow-up attempts.

Manufacturer narrative:
Follow-up information received on 13-apr-2016 from consumer: the consumer stated she had a migrated coil in her fundus and the other coil in her ovary. She stated he was worried and that the damage essure have caused since 2008 (insertion date updated) had ruined her life. The doctor who implanted the coils did not have the batch number. She will be having a surgery in the following 8 weeks for removal of essure. Follow-up information received on 14-apr-2016 from consumer with additional information on 15-apr-2016: case (B)(4) was identified as duplicate of this case ant therefore it will be deleted. All of its information has been transferred to this present case. Essure was inserted in 2008 and consumer was told to go back to the hospital after 3/4 months to be checked. She returned to be told that her left spring was missing, and no mention of the right essure spring. She was taken into surgery and then filshie clips fitted onto her tubes - she was not informed at all regarding the filshie clips. For many years she had problems not even knowing what was happening to her. She had contacted her doctor for a time line, and also contacted her gynecologist at the hospital who told her that she had an essure spring pushed right in her left tube, so far over. Her right spring was not even in the tube, it was on the fundus and then metal clips were just put on the tubes. She was horrified; nothing was ever mentioned to her in regards migration and problems that essure could cause with the pet fibers. She had been tired for many years, had bloating, high blood pressure, pain in hips and back, osteoarthritis in hips and spine, leg pain, fatigue, strange rashes on neck, swelling in neck and face at times, visual disturbances, and threatened stroke symptoms. Onset date was reported as (B)(6) 2008 (not specified). She considered her injury as serious. The consumer was awaiting an urgent appointment with a top surgeon in regards to removal essure. She was worried sick. Follow-up received on 22-apr-2016: email from patient received, she is not willing to provide consent to contact her health care professional. Follow-up information received on 27-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-apr-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and months later was advised that one of the springs was not in situ in her tubes and had migrated. It was in her ovary (previously regarded as device migration was interpreted as device dislocation into abdominal cavity after follow up). She has scheduled the removal of essure. She also mentioned she loses the sight in right eye at times and had threatened stroke symptoms. These events are serious due to their medical importance. Device dislocation into abdominal cavity is a listed event in the reference safety information for essure, the other events are unlisted. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, essure insert was in ovary, implying a perforation. Although the exact date and mechanism of this event was not provided, given the nature of this event, causality with essure cannot be excluded. The other events were assessed as unrelated to essure given their nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal will be required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 16-feb-2016. The most recent information was received on 06-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the springs was not in situ in my tubes and had migrated / coil in her ovary / she was told in 2009 that one was missing / her right spring was not even in the tube, and one was in fundus'), blindness transient ('lose the sight in right eye at times') and cerebrovascular accident ('threatened stroke symptoms / suspected stroke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "spring not releasing on left side" on (B)(6) 2008. The patient's medical history included parity 5. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced blindness transient (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion hospitalization), device expulsion ("migrated coil in my fundus"), malaise ("felt unwell / sick"), urinary incontinence ("suffered with incontinence, deterioration of urinary symptoms / incontinence (no sensation at all) /bladder problems"), back pain ("back pain"), arthralgia ("hip and joint pains"), headache ("headaches"), feeling abnormal ("brain fog"), confusional state ("confusion"), depression ("depression") with hypersomnia and anxiety, fatigue ("tired for many years / fatigue / tiredness"), abdominal distension ("bloating"), hypertension ("high blood pressure / dangerously high blood pressure"), osteoarthritis ("osteoarthritis in hips"), spinal osteoarthritis ("osteoarthritis in spine"), pain in extremity ("leg pain"), rash ("strange rashes on neck / rashes"), urticaria ("hives"), swelling ("swelling in neck at times"), swelling face ("swelling in face at times"), visual impairment ("visual disturbances / sight problems"), fibromyalgia ("fibromyalgia"), pain ("chronic pain"), mobility decreased ("mobility problems"), nail disorder ("nails died"), pallor ("pale skin"), dark circles under eyes ("dark circles under eyes"), genital haemorrhage ("bleeding") and menstrual disorder ("changes to their menstrual cycle") and was found to have weight increased ("she gained 5 stones in weight"). The patient was treated with antihypertensives and surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, blindness transient, cerebrovascular accident, malaise, back pain, arthralgia, headache, feeling abnormal, confusional state, depression, osteoarthritis, spinal osteoarthritis, pain in extremity, rash, urticaria, swelling, swelling face, visual impairment, fibromyalgia, pain, arthritis, nail disorder, dark circles under eyes, genital haemorrhage and menstrual disorder outcome was unknown, the device expulsion and fatigue had not resolved and the urinary incontinence, abdominal distension, hypertension, mobility decreased, weight increased and pallor had resolved. The reporter considered abdominal distension, arthralgia, arthritis, back pain, blindness transient, cerebrovascular accident, confusional state, dark circles under eyes, depression, device dislocation, device expulsion, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypertension, malaise, menstrual disorder, mobility decreased, nail disorder, osteoarthritis, pain, pain in extremity, pallor, rash, spinal osteoarthritis, swelling, swelling face, urinary incontinence, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: for many years she had problems not even knowing what was happening to her. She had contacted her doctor for a time line, and also contacted her gynecologist. She was horrified; nothing was ever mentioned to her in regards migration and problems that essure could cause with the pet fibers. Straight after removal everything returned to normal, her skin went pink again, her mobility returned, she could walk cycle, and spend quality time with her children now. Case refers to the first female patient. Another case was created for patients/ladies mentioned in her report (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: wrongly diagnosed with several conditions including osteoarthritis and fibromyalgia.. Diagnostic results: x-ray of hips: much metal in uterus; not only was the essure springs still there. It was reported that one was in her fundus, and they had then put on filshie clips. The check-up was complete 3 months later after insertion (implying (B)(6) 2008). She was informed that spring was missing from right tube, and then she was taken in 3 days later and sterilized with filshie clips. Now, she has 2 essure coils, as it was missed on the scan at the check up, and 2 filshie clips on each tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 16-feb-2016. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the springs was not in situ in my tubes and had migrated / coil in her ovary / she was told in 2009 that one was missing / her right spring was not even in the tube, and one was in fundus'), blindness transient ('lose the sight in right eye at times') and cerebrovascular accident ('threatened stroke symptoms / suspected stroke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "spring not releasing on left side" on (B)(6) 2008. The patient's medical history included parity 5. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced blindness transient (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion hospitalization), device expulsion ("migrated coil in my fundus"), malaise ("felt unwell / sick"), urinary incontinence ("suffered with incontinence, deterioration of urinary symptoms / incontinence (no sensation at all) /bladder problems"), back pain ("back pain"), arthralgia ("hip and joint pains"), headache ("headaches"), feeling abnormal ("brain fog"), confusional state ("confusion"), depression ("depression") with hypersomnia and anxiety, fatigue ("tired for many years / fatigue / tiredness"), abdominal distension ("bloating"), hypertension ("high blood pressure / dangerously high blood pressure"), osteoarthritis ("osteoarthritis in hips"), spinal osteoarthritis ("osteoarthritis in spine"), pain in extremity ("leg pain"), rash ("strange rashes on neck / rashes"), urticaria ("hives"), swelling ("swelling in neck at times"), swelling face ("swelling in face at times"), visual impairment ("visual disturbances / sight problems"), fibromyalgia ("fibromyalgia"), pain ("chronic pain"), mobility decreased ("mobility problems"), nail disorder ("nails died"), pallor ("pale skin"), dark circles under eyes ("dark circles under eyes"), genital haemorrhage ("bleeding") and menstrual disorder ("changes to their menstrual cycle") and was found to have weight increased ("she gained 5 stones in weight"). The patient was treated with antihypertensives and surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, blindness transient, cerebrovascular accident, malaise, back pain, arthralgia, headache, feeling abnormal, confusional state, depression, osteoarthritis, spinal osteoarthritis, pain in extremity, rash, urticaria, swelling, swelling face, visual impairment, fibromyalgia, pain, arthritis, nail disorder, dark circles under eyes, genital haemorrhage and menstrual disorder outcome was unknown, the device expulsion and fatigue had not resolved and the urinary incontinence, abdominal distension, hypertension, mobility decreased, weight increased and pallor had resolved. The reporter considered abdominal distension, arthralgia, arthritis, back pain, blindness transient, cerebrovascular accident, confusional state, dark circles under eyes, depression, device dislocation, device expulsion, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypertension, malaise, menstrual disorder, mobility decreased, nail disorder, osteoarthritis, pain, pain in extremity, pallor, rash, spinal osteoarthritis, swelling, swelling face, urinary incontinence, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: for many years she had problems not even knowing what was happening to her. She had contacted her doctor for a time line, and also contacted her gynecologist. She was horrified; nothing was ever mentioned to her in regards migration and problems that essure could cause with the pet fibers. Straight after removal everything returned to normal, her skin went pink again, her mobility returned, she could walk cycle, and spend quality time with her children now. Case refers to the first female patient. Another case was created for patients/ladies mentioned in her report (case (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: wrongly diagnosed with several conditions including osteoarthritis and fibromyalgia. Diagnostic results: x-ray of hips: much metal in uterus; not only was the essure springs still there. It was reported that one was in her fundus, and they had then put on filshie clips. The check-up was complete 3 months later after insertion (implying (B)(6) 2008). She was informed that spring was missing from right tube, and then she was taken in 3 days later and sterilized with filshie clips. Now, she has 2 essure coils, as it was missed on the scan at the check up, and 2 filshie clips on each tube. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not necessarily indicative of a quality defect per se. Since no batch number was reported, a batch investigation and a review of similar ae case report are applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2021: new adverse events were received (bleeding and changes in menstrual cycle) and new informations about lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4) on 16-feb-2016. The most recent information was received on 18-may-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of the springs was not in situ in my tubes and had migrated / coil in her ovary / she was told in 2009 that one was missing / her right spring was not even in the tube, and one was in fundus'), blindness transient ('lose the sight in right eye at times') and cerebrovascular accident ('threatened stroke symptoms / suspected stroke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "spring not releasing on left side" on (B)(6) 2008. The patient's medical history included parity 5. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced blindness transient (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion hospitalization), device expulsion ("migrated coil in my fundus"), malaise ("felt unwell / sick"), urinary incontinence ("suffered with incontinence, deterioration of urinary symptoms / incontinence (no sensation at all) /bladder problems"), back pain ("back pain"), arthralgia ("hip and joint pains"), headache ("headaches"), feeling abnormal ("brain fog"), confusional state ("confusion"), depression ("depression") with hypersomnia and anxiety, fatigue ("tired for many years / fatigue / tiredness"), abdominal distension ("bloating"), hypertension ("high blood pressure / dangerously high blood pressure"), osteoarthritis ("osteoarthritis in hips"), spinal osteoarthritis ("osteoarthritis in spine"), pain in extremity ("leg pain"), rash ("strange rashes on neck / rashes"), urticaria ("hives"), swelling ("swelling in neck at times"), swelling face ("swelling in face at times"), visual impairment ("visual disturbances / sight problems"), fibromyalgia ("fibromyalgia"), pain ("chronic pain"), mobility decreased ("mobility problems"), nail disorder ("nails died"), pallor ("pale skin"), dark circles under eyes ("dark circles under eyes"), genital haemorrhage ("bleeding") and menstrual disorder ("changes to their menstrual cycle") and was found to have weight increased ("she gained 5 stones in weight"). The patient was treated with antihypertensives and surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, blindness transient, cerebrovascular accident, malaise, back pain, arthralgia, headache, feeling abnormal, confusional state, depression, osteoarthritis, spinal osteoarthritis, pain in extremity, rash, urticaria, swelling, swelling face, visual impairment, fibromyalgia, pain, arthritis, nail disorder, dark circles under eyes, genital haemorrhage and menstrual disorder outcome was unknown, the device expulsion and fatigue had not resolved and the urinary incontinence, abdominal distension, hypertension, mobility decreased, weight increased and pallor had resolved. The reporter considered abdominal distension, arthralgia, arthritis, back pain, blindness transient, cerebrovascular accident, confusional state, dark circles under eyes, depression, device dislocation, device expulsion, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypertension, malaise, menstrual disorder, mobility decreased, nail disorder, osteoarthritis, pain, pain in extremity, pallor, rash, spinal osteoarthritis, swelling, swelling face, urinary incontinence, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: for many years she had problems not even knowing what was happening to her. She had contacted her doctor for a time line, and also contacted her gynecologist. She was horrified; nothing was ever mentioned to her in regards migration and problems that essure could cause with the pet fibers. Straight after removal everything returned to normal, her skin went pink again, her mobility returned, she could walk cycle, and spend quality time with her children now. Case refers to the first female patient. Another case was created for patients/ladies mentioned in her report (case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: wrongly diagnosed with several conditions including osteoarthritis and fibromyalgia.. Diagnostic results: x-ray of hips: much metal in uterus; not only was the essure springs still there. It was reported that one was in her fundus, and they had then put on filshie clips. The check-up was complete 3 months later after insertion (implying (B)(6) 2008). She was informed that spring was missing from right tube, and then she was taken in 3 days later and sterilized with filshie clips. Now, she has 2 essure coils, as it was missed on the scan at the check up, and 2 filshie clips on each tube. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-may-2021: update of quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on 05-may-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the springs was not in situ in my tubes and had migrated / coil in her ovary / she was told in 2009 that one was missing / her right spring was not even in the tube, and one was in fundus"), blindness transient ("lose the sight in right eye at times") and cerebrovascular accident ("threatened stroke symptoms / suspected stroke") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("spring not releasing on left side"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced blindness transient (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion hospitalization), device expulsion ("migrated coil in my fundus"), malaise ("felt unwell / sick"), urinary incontinence ("suffered with incontinence, deterioration of urinary symptoms / incontinence (no sensation at all) /bladder problems"), back pain ("back pain"), arthralgia ("hip and joint pains"), headache ("headaches"), feeling abnormal ("brain fog"), confusional state ("confusion"), depression ("depression") with hypersomnia and anxiety, fatigue ("tired for many years / fatigue / tiredness"), abdominal distension ("bloating"), hypertension ("high blood pressure / dangerously high blood pressure"), osteoarthritis ("osteoarthritis in hips"), spinal osteoarthritis ("osteoarthritis in spine"), pain in extremity ("leg pain"), rash ("strange rashes on neck / rashes"), urticaria ("hives"), local swelling ("swelling in neck at times"), swelling face ("swelling in face at times"), visual impairment ("visual disturbances / sight problems"), fibromyalgia ("fibromyalgia"), pain ("chronic pain"), mobility decreased ("mobility problems"), nail disorder ("nails died"), weight increased ("she gained 5 stones in weight"), pallor ("pale skin") and dark circles under eyes ("dark circles under eyes"). The patient was treated with antihypertensives and surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, blindness transient, cerebrovascular accident, malaise, back pain, arthralgia, headache, feeling abnormal, confusional state, depression, osteoarthritis, spinal osteoarthritis, pain in extremity, rash, urticaria, local swelling, swelling face, visual impairment, fibromyalgia, pain, arthritis, nail disorder, dark circles under eyes and device deployment issue outcome was unknown, the device expulsion and fatigue had not resolved and the urinary incontinence, abdominal distension, hypertension, mobility decreased, weight increased and pallor had resolved. The reporter considered abdominal distension, arthralgia, arthritis, back pain, blindness transient, cerebrovascular accident, confusional state, dark circles under eyes, depression, device deployment issue, device dislocation, device expulsion, fatigue, feeling abnormal, fibromyalgia, headache, hypertension, local swelling, malaise, mobility decreased, nail disorder, osteoarthritis, pain, pain in extremity, pallor, rash, spinal osteoarthritis, swelling face, urinary incontinence, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: for many years she had problems not even knowing what was happening to her. She had contacted her doctor for a time line, and also contacted her gynecologist. She was horrified; nothing was ever mentioned to her in regards migration and problems that essure could cause with the pet fibers. Straight after removal everything returned to normal, her skin went pink again, her mobility returned, she could walk cycle, and spend quality time with her children now. Diagnostic results: x-ray of hips: much metal in uterus; not only was the essure springs still there. It was reported that one was in her fundus, and they had then put on filshie clips. The check-up was complete 3 months later after insertion (implying (B)(6) 2008). She was informed that spring was missing from right tube, and then she was taken in 3 days later and sterilized with filshie clips. Now, she has 2 essure coils, as it was missed on the scan at the check up, and 2 filshie clips on each tube. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-may-2017 for the following meddra pt: device dislocation: n° 1147 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not necessarily indicative of a quality defect per se. Since no batch number was reported, a batch investigation and a review of similar ae case report are applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-may-2017: significant information from deleted duplicate case (B)(4). The patient's historical condition and lab data were updated, and the events "arthritis", "bladder problems", "mobility problems", "hives", "nails died", "she gained 5 stones in weight", "pale skin", "dark circles under eyes" and "spring not releasing on left side" were added. Also the event "suffered with incontinence, deterioration of urinary symptoms" was updated to "suffered with incontinence, deterioration of urinary symptoms / incontinence (no sensation at all)" and considered recovered, and the outcome for events "high blood pressure" and "bloating" were considered resolved. On 4-may-2017: no new information company causality comment: this spontaneous consumer report, received also via health authority and lawyer, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and months later was advised that one of the springs was not in situ in her tubes and had migrated/ it was in her ovary/ right spring not in tube (interpreted as device dislocation). She first underwent a conventional tubal ligation, but approximately 8 years later she found out that essure had not been removed during tubal ligation, whereupon she underwent device removal by salpingectomy. During the past years she suffered from numerous events, among which loses the sight in right eye at times (interpreted as transient blindness) and threatened stroke symptoms (interpreted as suspected stroke). After coil removal, many of the events resolved. Device dislocation, transient blindness, and suspected stroke were considered serious due to medical significance. Device dislocation is anticipated in the reference safety information of essure, the other events are unanticipated. Dislocation of the micro-inserts may occur in the context of the insertion procedure or during the use of essure. In this particular case, given the nature and temporal course of the event, an inherent causality of essure cannot be excluded (related). Considering the other events, given their systemic nature and considering the local effect of essure in the fallopian tubes, they were assessed as unrelated to essure. This case was classified as incident since surgical device removal was required. A product technical analysis resulted in an unconfirmed quality defect, as no lot number or complaint sample were available.

Manufacturer narrative:
Legal claim received on (B)(6) 2016. The consumer was implanted with essure on (B)(6) 2008. Her reported symptoms following implantation included but are not limited to suspected migration oh her left sided implant, mental anxiety, depression, fibromyalgia, chronic pain and deterioration of urinary symptoms. On (B)(6) 2016, essure was removed by surgical salpingectomy. Device similar incident listing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred terms: device dislocation: the analysis in the global safety database revealed 742 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. This spontaneous non-medically confirmed case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and months later was advised that one of the springs was not in situ in her tubes and had migrated.it was in her ovary (previously regarded as device migration was interpreted as device dislocation into abdominal cavity after follow up). Around 8 years later, essure was removed by surgical salpingectomy. She also mentioned she loses the sight in right eye at times and had threatened stroke symptoms. Device dislocation into abdominal cavity is a listed event in the reference safety information for essure, the other events are unlisted. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, essure insert was in ovary, implying a perforation. Although the exact date and mechanism of this event was not provided, given the nature of this event, causality with essure cannot be excluded. The other events were assessed as unrelated to essure given their nature and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through litigation process.